Event description:
Event description guidant received information that the battery gauge of this cardiac resynchronization therapy-defibrillator (crt-d) read >50% full at the previous check. The battery status is now reading elective replacement indicated (eri). The guidant field representative inquired about how much time is left before a end of life (eol) status is declared. A guidant technical services consultant recommended obtaining device memory information for engineering review and scheduling replacement, as there is 3 months between eri and eol. The device was later replaced and returned to guidant for laboratory evaluation.